Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing discomfort at the ipg site. So the physician decided to revise the location as it would not move and cause the ipg to flip. Surgical intervention took place wherein the ipg location was revised and the old ipg was replaced with a new ipg.